Event description:
The consumer is reporting that her twelve year old son used the product to treat a muscle strain. The product was used on the left thigh for eight hours. Upon removal of the patch, his skin was red and blistering in the area of the size of a quarter. The mother, who is pediatric dr, diagnosed a second degree burn and initially treated the area with cortizone and a bandage. She also has him on antibiotics to prevent infection.

Manufacturer narrative:
The product was used off-label. The user is a twelve year old and used the product without supervision (he had called his mother at work who gave him permission to use the product). The product was also used while sleeping and not checked frequently for signs of irritation. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. Review conducted by MFR yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.